Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user's report. There was a worn out video connector latch causing poor connection. In addition, there was no image when used with 180 series scopes due to a faulty patient board set. The faulty components were replaced. This event is under investigation. A follow up report will be submitted when additional information becomes available.

Event description:
It was reported the front connector of the evis exera iii video system center was broken. As reported, there were no consequences or impact to patient care due to this occurrence. No other information was provided.

Event description:
Additional information was received from the customer on 04mar2021 with the following information: the date the event was noted was unknown which was noted upon set up. The device was sent in to olympus for repair. The device was swapped for a functioning device to complete the procedure. The following information was indicated as not available: what type of procedure was performed, if the procedure was completed, if there was a delay in the procedure, if any patient injury or harm occurred, the current condition of the patient, patient demographics and any pre-existing conditions, and if the device was inspected prior to use and if any abnormalities were noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the physical inspection and functional testing of the device, olympus has concluded that the video connector latch was damaged from repeated use over a long period of time. The printed circuit board underwent a design change on 16-apr-2018 to a change in the operational amplifier circuit design of the dr board, and it is assumed that the reported issue with the 180 scope occurred due to a failure of the operational amplifier. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.